Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a high voltage cable error. The returned hv-cable was examined in detail and showed that the inner conductions and shielding's of the parts of the hv cables had resistance in normal values. The part of the cathode cable installed near the x-ray tube was damaged, which in turn affected the dielectric strength (2.3 kv). Electrical flashovers were detected at several areas of the surface of the hv-connector (o-plug). The hv- cable was replaced by the local service organization. After hardware replacement there were no further issues and the system works as intended. The manufacturer is not considering any further measures as the failure of the hv-cable is not a systematic occurrence.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an emergency procedure, the user reported that x-ray was no longer possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.